Manufacturer narrative:
(B)(4). Method: the returned mr210 humidification chamber was visually inspected for cracks. Results: the chamber was cracked at the base of the dome, consistent with the chamber having sustained an external impact. A lot check revealed no other complaints of this nature for lot number 110113. Conclusion: all chambers are pressure tested during production and those that fail are rejected. This suggests the crack developed post production, possibly during transport or storage. The nature of the crack suggests that it occurred as a result of an external impact. (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an mr210 adult humidification chamber had cracked while being used on a patient. The chamber was used in conjunction with an mr850 respiratory humidifier. No patient consequence was reported.